Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 10/1/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 214, 216, 275, 286 and 263 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 215 mg/dl and 205 mg/dl using the truetrack meter. Customer stated the product is stored in her bedroom and that she has no a/c in her home and uses a fan and opens the window in her room for cooling. The test strip lot manufacturer's expiration date is 08/21/2020 and open vial date is three weeks. The meter memory was reviewed for previous test result history (date/time not set as customer stated she changed the battery): (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 214, 216, 275, 286 and 263 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 215 mg/dl and 205 mg/dl using the truetrack meter. Customer stated the product is stored in her bedroom and that she has no a/c in her home and uses a fan and opens the window in her room for cooling. The test strip lot manufacturer's expiration date is 08/21/2020 and open vial date is three weeks. The meter memory was reviewed for previous test result history (date/time not set as customer stated she changed the battery): result 1 :214mg/dl date:(B)(6) 2018, time:11:48am fasting, result 2 :216mg/dl date:(B)(6) 2018, time:11:58am fasting, result 3 :275mg/dl date:(B)(6) 2018, time:12:04pm fasting, result 4 :286mg/dl date:(B)(6) 2018, time:9:45am fasting, result 5 :263mg/dl date:(B)(6) 2018, time:9:45am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.